Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported crack on the back of the battery compartment and a bit missing at the battery cap. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with minor scratches on lcd window, scratched case, cracked case (corner of belt clip rails), missing display window cover, broken battery tube threads and cracked lcd window. Unable to perform the displacement test due to the broken battery tube threads unable to hold aa battery tight in. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. In summary, the pump was received with a broken battery tube threads and cracked lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.